Event description:
Caller reported a cartridge alarm 20 occurring during the pumping process, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer attempted to load a cartridge themselves, but it was unsuccessful. When they contacted support again, it was noted that the alarm occurred with five consecutive cartridges. Technical support decided to replace the pump, which was under warranty, and provided instructions for storage and return of the problematic pump. They also arranged to send a replacement pump with updated software and assured the customer that training would be available. The customer acknowledged and understood the instructions and the actions to be taken.